Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, the suture was broken into small pieces during the surgery. Surgery completed with another one, no other patient consequences happened. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 h3, h6 investigation summary: the product was returned to ethicon for evaluation. One labeled winding former outside the foil packet. Product code nw2382. Upon visual assessment of the winding former, it was noted that the suture was broken in several pieces since has begun with the process of degradation. In addition, the needle was not returned for evaluation. The foil packet was visually inspected, wrinkles, holes, and delamination were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. The product code nw2382 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.